Manufacturer narrative:
The user reported differences between the bgm and cgm system. However, the troubleshooting process could not be completed as user stopped responding to the communications from customer care. No further information was available for this complaint.

Event description:
On february 20, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.